Manufacturer narrative:
H6: added type of investigation code b13. H11: added the results of the investigation. Investigation summary: additional information was provided. Per the physician, the patient would combat ventilator and endotracheal tube causing the patient to eventually vagal which in turn dropped the patient¿s blood pressure (bp). Due to patient having very limited native cardiac function, patient would enter ventricular tachycardia/ventricular fibrillation rhythm and/or require advanced cardiovascular life support (acls)due to blood pressure. Low or blocked pump flow: the pump was not returned for investigation. Clinical details indicate that the patient experienced low pump flows. Low flows were often associated with suction events, suboptimal device position, and ongoing hemodynamic instability. Data log shows several suction alarms during the case run, with placement signal showing a fluctuating trend. There was low flow reported while running on a steady p-level, without any noted motor current spike or positioning issue. The cause of the low pump flow issue was not determined without returned product investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product and sufficient clinical information. Clinical symptom (cardiac arrest): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptom (renal failure): the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella 5.5 placed for a patient with an extensive cardiac history and getting a coronary artery bypass graft for multivessel coronary artery disease. The patient first had an intra-aortic balloon pump and then was put on the impella 5.5. The patient had periods of intermittent suction and low pump flows and the pump was repositioned a few different times. Furthermore, the patient coded multiple times while on support and there were multiple rounds of advanced cardiac life support given to the patient. It was also report that the patient was given continuous renal replacement therapy for worsening renal lab results. Despite aggressive measures and efforts, the patient continued to decline and require additional doses of pressors/inotropes. The patient was extubated and all infusions were stopped. The impella was pulled back in the ascending aorta/graft and flows stopped. The patient expired shortly after.